Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2221 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that while taking blood from patients PICC line blood starting to leak from PICC line. PICC line fractured. Pressure applied to fracture on PICC line. Patient moved to triage and advised to lay down on the bed. Line assessed by acute oncology nurse who advised PICC line to be removed. PICC line removed and pressure dressing applied to site. No other information was provided.